Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra aortic balloon pump (iabp) screen is presenting to be white and black. It is unknown under which circumstances this event occurred; however there was no patient involvement and no reported death, injury or adverse event.

Manufacturer narrative:
Service tertiary manager (stm) confirmed that the display was pixilating and unreadable. Replaced the display (0160-00-0113) and retested. Performed all functional tests and validated calibration. The unit released to the customer and cleared for clinical use.

Event description:
It was reported that, the cs300 intra aortic balloon pump (iabp) screen is presenting to be white and black. It is unknown under which circumstances this event occurred; however there was no patient involvement and no reported death, injury or adverse event.